Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received two inappropriate shocks during separate episodes. These events were believed to be caused by noise oversensed, possible causes were discussed and a xray was performed and nothing was jumped out on the x-ray. Possible causes were discussed, and an x-ray was performed; however, no abnormalities were identified. The physician decided to temporarily turned therapy off. At this time, the device remains in service, and no additional adverse patient effects have been reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Surgical intervention performed.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received two inappropriate shocks during separate episodes. These events were believed to be caused by noise oversensed, possible causes were discussed and a xray was performed and nothing was jumped out on the x-ray. Possible causes were discussed, and an x-ray was performed; however, no abnormalities were identified. The physician decided to temporarily turned therapy off. Subsequently, a revision procedure was performed and the s-ICD was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Surgical intervention performed.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received two inappropriate shocks during separate episodes. These events were believed to be caused by noise oversensed, possible causes were discussed and a xray was performed and nothing jumped out on the x-ray. Possible causes were discussed, and an x-ray was performed; however, no abnormalities were identified. The physician decided to temporarily turn therapy off. Subsequently, a revision procedure was performed and the s-ICD was explanted and replaced. No additional adverse patient effects were reported.